Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated sensor scan errors while attempting to pair a new freestyle libre 3 plus cgm with the ilet mobile application and pump, including two error alerts, pump and app restarts without connection, removal of one sensor with notable bleeding, and subsequent errors with an additional sensor; the user¿s glucose rose to 195 mg/dl with approximately one hour above 180 mg/dl, and a manual correction was delivered via the pump per education provided. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no alerts above 300 mg/dl for over 90 minutes, no ketone testing, no backup therapy, no professional medical intervention, and no need for assistance. Investigation included customer support troubleshooting and user education on manual correction and bg run mode. Investigation of this case revealed cgm pairing failures and sensor errors that prevented cgm-pump communication. It was concluded that the event involved hyperglycemia related to cgm scan error and pairing failure, with resolution via manual correction and instruction to contact the cgm manufacturer¿s support for further assistance. The device has not been returned.